Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. Customer reported blood glucose level was 148 (mg/dl). Recommendation was made to fill the cartridge with room temperature insulin per pump labeling instructions. After reloading the cartridge, customer received an accurate fill estimate.